Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03405. It was reported loss of aspiration occurred. During a thrombectomy procedure in an av fistula, the physician selected the use of an angiojet® solent¿ proxi catheter. Aspiration was started when a check saline error occurred and stopped aspiration. The catheter was switched out for another one and the same thing occurred. No patient complications were reported and the patient was fine.